Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's fill estimate was inaccurate. Reportedly, the customer stated that there was resistance while loading the insulin into the cartridge. There was no impact to the customer's blood glucose level.